Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/28/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, the following was obtained: it was reported that over the last few weeks, across multiple procedures, the suture keeps popping off. Please confirm the number of patients affected by this alleged deficiency.: I inquired but they didn¿t have an answer. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Other than the report I called in, these have not been previously reported. If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. What was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? It sounds like it popped off after passed through the skin. Please confirm below, how many devices demonstrated the reported alleged deficiency of each product code? Product code vcp495g- lot 103q1g: 7 individual units will be returned product code vcp496g- lot jb2ale: none, they used them all please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.: I have not yet received the return box and label. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).: (please refer the attached email) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a podiatry procedure on an unknown date and suture was used. It was reported that over the last few weeks, across multiple procedures, the suture keeps popping off. Two codes are used in the same podiatry cases. Both are popping off and are not pop offs. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 lot number: jb2ale is an invalid batch number.